Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: occlusion alarm reported, minimun information provided. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. The log review did not note the occurence of the reported issue. All information concerning this reported incident has been included in our trend analysis of the product line.